Manufacturer narrative:
A product development investigation was performed for the subject device: a visual inspection under 5x magnification, device history record (DHR) review and drawing review were performed at cq for the returned devices as part of this investigation. No product design issues or discrepancies were observed. Part# 456.315s tfn ø10 short 130° l170 tan green device was not returned to cq for evaluation. Drawing for the family of cannulated 170mm trochanteric fixation nails was reviewed during this investigation. No product design issues or discrepancies were observed. Unable to determine a root cause as the nail was not returned to cq for evaluation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
All broken off pieces from the tap were removed from the patient. It was possible to insert the second blade into the nail with the too long set screw.

Manufacturer narrative:
Patient¿s gender and weight is unknown. Additional device product code: hwc. UDI: (B)(4). Explant date: device remained implanted in the patient, as such explant date is not applicable. Complainant device is not expected to be returned for manufacturer review/investigation. Initial reporter telephone number: (B)(6). A device history record (DHR) review was performed for part #: 0 456.315s, lot # l195310: please note, this DHR review is for sterilization procedure only. Manufacturing location: (B)(4), supplier: (B)(4), manufacturing date: 14 nov 2016, expiry date: 01 nov 2026: no non conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Non-sterile part # 456.315 lot h220004 was manufactured in us, (B)(4). DHR for unsterile part #: 456.315, lot#: h220004 (non-sterile) - 10mm/130 deg ti cann troch fixation nail 170mm. Quantity 6: manufacturing location: (B)(4), manufacturing date: 26-oct-2016: component parts reviewed: a 456.314.3 - lock driver tfn, bp-55 lot - h082289 was provided by supplier mark two enginee meet specification. Inspection sheet for inspection dimensional/final 456fi314-3 rev: h meet specification. 456.315.2 - 130 degree lock prong tfn bp-58 lot - h207421. Inspection sheet ns043861 rev: h meet specification. In-process acceptance sheet op069959 rev: a meet specification. 21069 - raw material lot bp-80 lot - 9869610. Raw material received from supplier (B)(4) specialty materials. Certificate of test received from (B)(4) specialty materials meets specification. Inspection sheet for in-process/inspect dimensional/final ns054634 rev: g, met inspection acceptance criteria. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during hip nailing titanium trochanteric fixation nail (tfn) surgery on (B)(6) 2017, the set screw was too deep in the nail therefore the femoral neck screw could not pass through the hole. So surgeon tried to pass it with the tap. The tap broke intra-operatively. The surgeon removed the neck screw and used another one, the nail is still in the patient. The surgery was prolonged about 45 minutes. Patient condition after the surgery was stable. There was no patient harm and the surgery was successfully completed. This report is for one (1) 10mm/130 deg ti cann troch fixation nail. This is report 3 of 3 for complaint (B)(4).